Event description:
It was reported that (1) tlc75 was used during a bowel resection procedure. It was reported by the affiliate that before the surgeon could load the stapler on the bowel he noticed open staples were in the abdomen. The surgeon noticed that open staples were missing from the cartridge and had fallen into the abdomen. There was a note with device that the cartridge started to spit out staples as the device was being put into bowel. This occurred with the cartridge originally loaded on the device when it was opened. The hospital used another cartridge to complete the procedure. There was no consequence to patient.